Manufacturer narrative:
Supplemental submitted to include additional information that changed field b5, h11, h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient suffered a fall in which his lead got fractured. The patient underwent a procedure where the lead was explanted. The patient is doing well post-operatory. The explanted device will not be return as it was disposed per facility. Additional information was received that the (scs) patient suffered a fall in which his lead got fractured. Additionally, high impedance was also detected, leading to inadequate stimulation. The patient is doing well post-operatory. The explanted device will not be return as it was disposed per facility.

Manufacturer narrative:
Correction to supplemental MDR in blocks: b5 and h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a fall, after which it was initially assessed that the lead may have been fractured. Imaging was subsequently performed and demonstrated that the lead was not fractured. However, high impedances were identified in the lead, which resulted in inadequate stimulation of the patients pain area. The patient subsequently underwent a lead revision procedure during which the lead was explanted and replaced. The patient was reported to be doing well postoperatively. The explanted lead was discarded by the medical facility and will not be returned for analysis.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient suffered a fall in which his lead got fractured. The patient underwent a procedure where the lead was explanted. The patient is doing well post-operatory. The explanted device will not be return as it was disposed per facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Supplemental submitted to include additional information that changed field b5.